Manufacturer narrative:
Mayfield disposable adult skull pin (a1083) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. However, this issue was internally investigated, and determined to be customer error and not a product deficiency. The internal review found there were only two complaints from the same facility for this issue, and there has been no other recent complaints reported for pediatric skull pins or an issue differentiating between adult and pediatric disposable skull pins. The current package labeling for the a1084 pediatric skull pins meets all requirements and is properly labeled to identify the product. Additionally, there is not a negative trend with complaint data that would trigger an action. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected field: h6 medical device problem code 1. This MDR is being submitted for correction of an error which was submitted in the initial MDR. "Medical device problem code" should have been coded as 4052.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2022-00254: a facility reported that one of the surgeons was about to use pediatric pins on an adult patient, but fortunately realized prior to the case and the pins were changed. Nurse manager believes that the main reason was that the packaging for a1083 mayfield adult pins and a1084 mayfield pediatric pins looks similar in size and the pin protectors are both blue. There was no patient contact and no delay in surgery reported.